Event description:
On (B)(6) 2018, during an implant attempt of the subject device, the physician reportedly observed an unstable connection with the lead, and therefore decided to replace this device, returning it for analysis.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190221 - file-2018-03927 - analysis_and_closure_report_resp-2019-00239.pdf].

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during an implant attempt of the subject device, the physician reportedly observed an unstable connection with the lead, and therefore decided to replace this device, returning it for analysis.